Event description:
During remote follow-up, high defibrillation impedance and noise were observed on the right ventricular (rv) lead. During in-clinic follow-up, diagnostic imaging was performed and damage to the rv lead was confirmed. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During remote follow-up, high defibrillation impedance and noise were observed on the right ventricular (rv) lead. During in-clinic follow-up, diagnostic imaging was performed and damage to the rv lead was confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.